Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/10/2023. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested: device return status. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received one unopened sample that pertain to the product code vcp1345h. During visual inspection of the returned samples, the top and the bottom of the foil were damaged and a hole could be observed. The holes appear to be caused outside in by an unknown object affecting the integrity of the sterility. Due to the damages found on the device, the complaint is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an aluminum packaging in which the top and bottom of the foil were damaged and a hole could be seen. The holes appear to have been caused from the outside in by an unknown object affecting the integrity of the sterility. Based on the pi-16796168758002488 and pi-16796168758005667 review, the event described integrity confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and a suture was used. It was reported that the primary package of the sutures was found damaged with hole as attached photo during checking, not involved in any surgery.  There is no report on patient's injury. Additional information was requested.